Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported the stimulation did not seem to be working correctly, stated they were on group c at intensity 6, and commented that stimulation was still felt even after decreasing intensity to 0 and switching groups, with no change in sensation.pt reported having sciatica for three years and stated the left leg pain had worsened, and pt commented that changes to the stimulator did not provide relief; pt stated the doctor advised calling manufacturer for evaluation, and pt noted that switching to group c at intensity 6 did not change the stimulation effect. Pt mentioned switching to different groups and programs and stated the intensity felt the same even when set to 0. Agent redirected the pt to healthcare provider (hcp) and manufacturer representative (rep) for further assistance.